Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a needle and syringe. The customer reports that when the rn was withdrawing saline, the tip of the syringe broke off. The syringe did not reach the patient. A new syringe was used.

Manufacturer narrative:
Submit date: 12/20/16. The international sales rep provided information from the customer that the item code is 8881512852.

Manufacturer narrative:
Submit date: 06/21/2017. One sample was returned for evaluation. The sample was not in its original primary packaging (rigid pack). Upon visual inspection of the syringe subassembly, the barrel luer tip was observed to be broken off as reported with a small portion of the luer base remaining. Magnified examination confirmed that an angular force was applied to the luer which caused it to snap off and subsequently create two hair line cracks on the barrel shoulder. A review of the device history record was unable to be performed without a lot number. A lot will not be released unless all acceptance criteria inspections per established sampling levels are within acceptable limits. The root cause investigation could not confirm a manufacturing issue as this may occur if excess angular stress is placed on the tip when withdrawing saline or a malfunctioning mating device damaged the tip causing premature failure/breakage. Based on the information available and the investigation findings, a corrective and preventive action is not deemed necessary at this time. The reported condition could not confirm a manufacturing issue for this complaint. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.